Event description:
Account alleged that the composer interface board is corroded due to fluid ingress. Account stated that there were no injuries.

Manufacturer narrative:
Account replaced the composer interface board to resolve the issue.